Event description:
Pt went to or in 2000 for revision of a-v graft left arm and replacement of permacath. Md arranged ahead of time for an ash split cath ii which arrived by special delivery to the or in 2000. Surgery was uneventful during the a-v graft revision and cath placement. Immediately following cath placement, md requested an anticoagulant to prevent clotting. The ash catheter came in a prepared kit by medcomp. This kit consisted of all the items needed for placement plus a 30 ml vial of tri-citrasol (anticoagulant sodium citrate concentrate 46.7% trisodium citrate.) The md injected 5 ml intravenously into each of the two ports. The pt suffered a cardiac arrest, coded and moved to ICU. Cacl was administered as the recommended antidote. The pt, who was already in end stage renal disease, expired at 0706 on 4/1/00. Concerns with product and packaging labeling: 1. Warnings do not include any info regarding the concentrate tri-citrasol, anticoagulant. 2. Warning on bottle quite small. 3. Question why this medication was present in the surgical placement kit?